Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient¿s shortness of breath with subsequent hospitalization and diagnosis of fluid volume overload. However, there is no documentation to show a causal relationship between the event and the use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency for this event and the patient treatment records showed completed treatments with good ultrafiltration results. It is unknown if the patient is compliant to diet and fluid intake. Based on the available information, a cause of the fluid volume overload is not confirmed; however, the liberty select cycler can be excluded as the cause. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact for a peritoneal dialysis (pd) patient contacted technical support for assistance in cancelling treatment. The patient contact stated that the patient was out of breath and they were going to the hospital. The patient was assisted in cancelling treatment. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient was admitted to the hospital on (B)(6) 2019 with a diagnosis of fluid volume overload (initial and current weights not provided). The cause of the event is not confirmed. The patient was not experiencing any issues with the liberty select cycler or pd therapy. Per the pdrn, a review of the patient¿s treatment records documented that the patient completed all treatments at home with good ultrafiltration utilizing 2.5% delflex solution. It is unknown if the patient was compliant with diet and fluid intake. The patient continues to complete treatment in the hospital with a change in solution to 4.25% in order to remove the excess fluid. The pdrn stated that the patient currently remains in the hospital, but it was reported the patient is recovering from the event. The cycler was not returned to the manufacturer for physical evaluation.